Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that during a right hip revision (manufacturer of revised devices unknown), a screw was almost completely seated when the head of the screw broke off. The head was removed, the remainder of the screw was left in the patient, another screw was not implanted. Procedure completed successfully with no delay. Rep confirmed that no further information will be released.